Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was reported as unknown, "according to the ocos calculator the optimal lens diameter was 13.2 mm, but the resulting vault was very high."

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).